Event description:
During on-site service, the baxter service technician found that a flogard infusion pump had a safety clamp that was out of calibration. This was identified during evaluation; therefore, there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. Visual inspection, battery testing, and an alarm log review were performed. It was found that the safety clamp was out of calibration. The safety clamp was recalibrated to correct the condition. The pump passed all testing and was returned to good working order. Should additional relevant information become available, a follow-up medwatch will be submitted.